Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was received with cracked display window corner, reservoir tube lip, belt clip slot and scratched lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 25.1 mmol/l at the time of incident. The customer stated that the insulin pump alarmed no delivery during fixed prime. The customer reported that the insulin was hard to push during plunger push. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.